Event description:
Account states bed's right intermediate siderail is not locking when raised.

Manufacturer narrative:
Technician found plastic dirt at the mounted part where the siderail latch locked, blocking the latch to lock. Technician removed the dirt, siderail works fine.